Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that expired. The patient was initially located in one bed and then transferred to new bed. The patient coded just after transfer. They see alarm data for the first bed but not for the second bed. The customer waited 3 days before reporting the incident to philips. The customer did not allege a device malfunction. The response center clinical engineer reviewed the information and found that the user did not transfer the history or admit the patient to the new bed. The user was able to locate the patient's history from the original bed (B)(4) but not from the new bed (B)(4) because the patient had never been admitted to the new bed. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. The patient was in one bed and then transferred to new bed. The patient coded just after transfer. They see alarm data for the first bed but not for the second bed.